Event description:
The patient reported that they did not think their therapy was working because they were wetting all of the time and when they would stand up they were wet all over. The patient had pain in their bladder. Their bladder felt heavy and full all of the time even after going to the bathroom. The patient has parkinson's disease and fell twice in a week. The patient also had a terrible headache in the back of their head. Magnetic resonance imaging (MRI) was completed and the patient's healthcare provider "was not quite sure about it" so they ordered an MRI that they were not supposed to be in. The implantable neurostimulator (ins) was working really well for them for quite a while but they started having problems since having the MRI. The patient had already tried increasing the amplitude but did not see an improvement. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was reported. The patient reported program 2 did not work. A manufacturer¿s representative (rep) fixed it and got it to work for about a week. (Not clear from report the day this was fixed) the rep asked the patient to call the following week so they could put in the next program, but the patient was not able to call back until now. The patient did not feel stimulation on the date of the report and therapy was verified as on. When patient services did troubleshooting and asked the patient to increase the therapy from 2.6 volts to 3.1 volts the patient confirmed they felt stimulation. The patient was advised to monitor their symptoms and increase therapy if more was needed. No further complications were reported or are anticipated.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had 2 mris with the device in place.

Event description:
Additional information was received from the consumer. The patient had experienced a loss of therapy and was continually wetting herself for the last 6 months or more. When asked if therapy was turned on the patient stated that therapy was not turned on. Troubleshooting could not be done at the time of the due to an unrelated patient programmer issue. Patient status is unknown at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.